Event description:
9/4/98 silicone breast implants done several years ago. Pt experiencing arthritic symptoms and recently diagnosed with lupus. No outward signs of deformity noted by physician. Admitted on this date for removal of bilateral breast implants.